Event description:
It was reported (3) ems were used during a laparoscopic hernia repair. It was reported by the rep the devices were used to apply mesh during the procedure. The surgeon placed a couple of staples correctly and then the device misfired. Another ems was opened with the same result. After the second stapler misfired a third ems was opened and used to complete the case. There was no consequence to pt.